Event description:
Reporter indicated that device stimulation has not been initiated because the pt has experienced hoarseness and coughing since vns implant. It was reported that treating neurologist refused to program the device to on unitl after the pt was evaluated by an ent. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis as no response has been received to manufacturer's requests for additional information from treating neurologists (via fax x2, via telephone x2).